Manufacturer narrative:
The device is expected to be returned; however, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.

Event description:
It was reported that the customer received a temperature alarm. Reportedly, the surrounding temperature was 7 degrees. The customer cleared the alarm and insulin resumed. There was no impact ot customer's blood glucose level.